Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump's black box data from the date of the alleged issue has been overwritten due to continued use of the pump. The current black box data shows evidence of call service 054 alarms on (B)(6) 2016. The pump was exercised for 24 hours with no alarms being duplicated. There was no evidence of moisture or intermittent connection on the internal components of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple call service 054 alarms with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.